Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient had been treated in the emergency room (ER) for hypoglycemia (blood glucose level unknown) while wearing the pod on the leg. Symptoms reported include hypoglycemia and headache. The pod was reported to leak insulin, resulting in high blood glucose (blood glucose level unknown). Additional insulin was then administered, which resulted in hypoglycemia. The patient was then treated at the ER with intravenous fluids and an injection for the patient's headache. The patient was then discharged after 4 hours.